Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to interface board. Analysis was unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify pump error alarms or check setting alarms due to blank display. The insulin pump had minor scratched lcd window, cracked case at display window corners, broken battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had pump error alarms and several check settings alarms. Blood glucose level at the time of the incident was not provided. Customer completed troubleshooting, self-test was performed and passed. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.